Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high due to bent cannulas on the infusion sets. The blood gluocse rose to 400 mg/dl. The customer treated with manual injection. The insulin pump was not replaced or returned for analysis.